Event description:
Adhesion of a part of omentum to mesentery [peritoneal adhesions]. Intestinal obstruction [intestinal obstruction]. Ileus [ileus]. Arteriosclerotic obliterans of left lower leg [arteriosclerosis obliterans]. Case description: a spontaneous report was received on (B)(4) 2011, from a physician regarding a (B)(6) female patient, initials (B)(6). Medical history is significant for hip replacement arthroplasty ((B)(6) 1993), hypertension ((B)(6) 2005), osteoporosis ((B)(6) 2006), knee replacement arthroplasty ((B)(6) 2007), and diabetes which was under good control. The patient did not have any allergies. On (B)(6) 2008 the patient underwent a laparotomy and synechotomy with removal of a part of small intestine due to an unexplained adhesive ileus. During the operation, one sheet of seprafilm (lot number unknown) was placed under the wound for the first time. On an unspecified date in (B)(6) 2008, the patient experienced arteriosclerotic obliterans of the left lower leg. On (B)(6) 2009, the patient had intestinal obstruction for which a laparotomy was performed. There was an adhesion of a part of omentum to mesentery, a band formation and an ileus, which a small intestine was entered into the band. The discission of the band was performed and one sheet of seprafilm was placed under the wound. The action taken with seprafilm was ongoing. The patient's outcome for the events of anterior arteriosclerotic obliterans of left lower leg, intestinal obstruction, adhesion, and ileus was not provided. Concomitant medications included limaprost alfadex 30 ug (B)(6) 2008 through (B)(6) 2009, for arteriosclerotic obliterans of the left leg and an unspecified chinese herb 7.5 mg (B)(6) 2007 through (B)(6) 2009, for prophylaxis of primary disease. The relationship between seprafilm and the events was not provided by the reporting physician.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.